Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that less than 1 month after the dental implant was placed in ada site 12 in the mouth, the implant lost integration. Clinician reported the abutment fractured. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that less than 1 month after the dental implant was placed in ada site 12 in the mouth, the implant lost integration. Clinician reported the abutment fractured. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).